Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in netherlands as follows: it was reported 2 dynamic hip system (dhs) screws would not fit through the plate. No patient harm was reported. This is report 2 of 2 for (B)(4).